Manufacturer narrative:
(B)(4). D10: unknown durom shell, unknown head, unknown stem. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision due to an unknown reason. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; a4; b1; b5; b7; d1; d2a; d2b; d4; d6a; d9; d10 g3; g4; g6; h1; h2; h3; h4; h6; h10; h11. Corrected data: h6 health effect - clinical code; h6 device code.. D4 - UDI is not applicable; the device was manufactured before di publish date. D10: item name: metasul ldh, head, 46, code l, taper 18/20; item: 0100181460; lot: unknown. Item name: metasul durom, component for acetabulum, uncemented,52/a¸ 46, code l; item: 0100214052; lot: 2301520. Item name: femoral stem porous 12/14 neck taper cementless small; item: 00802601100; lot: 60261034. The products involved in the reported event were not returned for investigation; however, pictures were provided and reviewed. Visual examination of the provided pictures identified a metasul head covered with bone and blood residues. The entire lot number cannot be read. Scratches are visible on the flat part of the head. There does appear to be black material, particularly at the head stem interface taper. A review of the device manufacturing records confirmed no abnormalities or deviations. The reported products were reviewed for compatibility, with no issues noted. Review of the complaint history found no additional related complaints for the cup item and the reported part and lot combination. Review of the complaint histories identified additional similar complaints for the reported head and taper items, and no additional similar complaints for the reported taper part and lot combinations. Due to the lack of the lot number for the head, an additional lot search could not be performed. Complaints are monitored per our complaint trending process in order to identify potential adverse trends. A definitive root cause could not be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a hip revision approximately 19 years and 8 months post-implantation due to loosening with osteolysis, large metallosis, and pain. The patient had an initial hip arthroplasty with a metal-on-metal cup and head. The patient developed pain with extensive metallosis attributed to the metal-on-metal articulation and was subsequently revised. The components were converted to a dual mobility acetabular bearing and a cemented femoral stem. Attempts have been made, and no further information has been provided.